Manufacturer narrative:
Event date- (B)(6) 2016 (date is approximate). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: posterior lumbar interbody fusion procedure: posterior lumbar interbody fusion levels implanted: l3-l4 date of initial surgery: (B)(6) 2016 explant date: (B)(6) 2016 it was reported that patient had a post-operative infection. Due to which revision surgery for the removal of the devices was done. There was a delay of more than 60 min in overall procedure time as a result of this event. Product came in contact with the patient.

Manufacturer narrative:
(B)(4) (revision surgery). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.